Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported a fast-draining battery issue with the adc device and a replacement device was ordered however, the replacement device was not received. Due to the delivery delay, the customer was unable to monitor their blood glucose and experienced dizziness that resulted in a fall, and was unable to self-treat. The customer received unspecified medical treatment from a non-healthcare professional and no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported a fast-draining battery issue with the adc device and a replacement device was ordered however, the replacement device was not received. Due to the delivery delay, the customer was unable to monitor their blood glucose and experienced dizziness that resulted in a fall, and was unable to self-treat. The customer received unspecified medical treatment from a non-healthcare professional and no additional information was provided. There was no report of death or permanent impairment associated with this event.